Manufacturer narrative:
The device was evaluated by ventec where the reported issue of it displaying a patient circuit disconnect alarm due to low exhaled tidal volume (vte) levels, and a failure to maintain peep (positive end expiratory pressure) was confirmed. Ventec replaced the internal flow transducer (ift) to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issues was solenoid valve 5 (sv5) located on the flow board of the ift.

Event description:
It was reported that the device needed service. During the device's evaluation, ventec observed that it was displaying a patient circuit disconnect alarm. Ventec also observed that the ventilator was unable to maintain peep (positive end expiratory pressure) and that its exhaled tidal volume (vte) levels were low. There was no patient involvement associated with the reported event.